Event description:
On (B)(6) 2011, dialysis machine powered off with no alarm. Staff tried to turn it back on, plugged into another electrical outlet. None of which made the machine turn back on. Pt was moved to another machine. Thirty minutes after being moved to 2nd machine, pt c/o sob and blood pressure drops and was sent to hospital via ems. The 1st machine was pulled for functional testing and passed. It was put back on the floor and then on (B)(6) 2011 the machine powered off, no alarm, unable to turn back on, tried another electrical outlet. Still did not turn on. Pulled for repairs, biomed found no problem. Placed machine back on floor and again on (B)(6) 2011 machine powered off for third time. Pushed power button and it did restart. After tx machine pulled and ordered new front panel. It was replaced on (B)(6) 2011 and machine placed back into service.

Manufacturer narrative:
It is not believed that the reported device malfunction caused or contributed to the adverse event. When there is power loss, the machine goes into a safe mode - all functions are halted, blood pump stops, line clamp closes and pt's blood is isolated from the dialysate. The reported problem of power loss with no alarm during treatment may result in blood loss due to clotting of the extracorporeal circuit if it remained undetected, but is not likely to result in serious injury. There was no reported blood loss. The pt was moved to another machine when the power down occurred. The pt event occurred 30 minutes later. MFR complaint file # - (B)(4).